Manufacturer narrative:
Concomitant medical products: product ID: 37092, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient started to feel like they had to go to the bathroom urgently so they tried to increase stimulation, but was unable to do so because they encountered the poor communication screen. During troubleshooting the patient was able to communicate with the implant without using the antenna, but not when using the antenna. The patient was assisted with increasing stimulation from 1.5 to 2.0 and the patient reported feeling stimulation. The patient indicated that they do not feel stimulation all the time and wanted to know if that was ok; it was reviewed with the patient that as long as symptom control was good they were not required to feel stimulation. The caller was advised to follow-up with their healthcare provider (hcp) if the increased stimulation did not resolve their return of symptoms. The patient was sent a replacement antenna and was able to connect with the new antenna. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.